Event description:
It was reported that the patient had presented for a routine device change out procedure. The lead had previously exhibited noise. The physician elected to cap and replace the lead during the change out procedure.